Event description:
Patient having cardiac cath. Intra-operatively, when removing emerge balloon, the shaft of the balloon broke and remained in the left main. They then advanced a runthrough wire through a wiggle wire and partially deployed a euphora sc balloon, anchoring the deflated broken balloon shaft. The guide, wires and balloons were then totally removed from the body. The procedure continued with another device. Per op note: "the runthrough was removed, and an onyx frontier 3.5 x 38 mm drug-eluting stent was deployed in the left main to mid lcx [left circumflex coronary artery]. Proximal optimization technique was then performed of the left main with a emerge nc 6.0 x 8 mm balloon, however on removal of the balloon, the shaft of the balloon broke and the balloon remained in the left main. A runthrough wire was advanced parallel with the wiggle wire and a euphora sc 2.5 x 15 mm balloon was deployed partially in the guide, anchoring the deflated 6.0 mm balloon with the guide. The guide, wires, and balloons were then removed from the body on fluoroscopy. The defected balloon was inspected and was removed from the body in its entirety."